Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device exhalation valve was stuck open. There was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. It was determined that service was declined by the customer. No repair was performed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. It was determined that service was declined by the customer. No repair was performed.